Event description:
We became aware on (B)(6) 2022 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "he had excellent healing. It was very difficult to find the bone and pieces were united together. We initially removed the patella tbw, removed nail, made a reaming directed laterally. It was difficult to locate the proximal canal because of bone and callus, removed the dhs plate screws, passed nail, tried to insert interlocking screw through the plate and than used bone mill to mill the bone pieces and added back into the fracture site. Did mua at the end, it resulted in patellar tendon injury which was repaired."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.